Event description:
A report from the pt indicated a lesion in the left anterior descending (lad) artery was treated with a palmaz schatz stent. However, approximately 11 years later, the restenosis of the lad was observed adjacent to the palmaz schatz stent. Consequently, the pt was hospitalized and a cobalt chromium stent was implanted to treat the restenosis. Additionally, the pt was prescribed plaviz 75mg.

Manufacturer narrative:
The device is not available for evaluation and testing. However, any additional info will be submitted within 30 days upon receipt.